Event description:
The ge oec 9800 fluoroscopy system had dark images while performing a roadmap procedure.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. System was within imaging specifications. A damaged power cord was noted during service and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.